Manufacturer narrative:
(B)(4). Concomitant medical products - cable cerclage cable with crimp 1.8 mm dia. 635 mm length, cat#: 00223200418 lot#: 63345611, ringloc-x e1 std 64/36mm 27, cat#: ep-043664 lot#: 3538854, ti low profile screw 6.5x30mm, cat#: 103533 lot#: 2017011260 (qty 2), ti low profile screw 6.5x40mm, cat#: 103535 lot#: 2016100689, ti low profile screw 6.5x20mm, cat#: 103531 lot#: 2016100190 (qty 2), ti low profile screw 6.5x20mm, cat#: 103531 lot#: 2016100189, ti low profile screw 6.5x25mm, cat#: 103532 lot#: 2016110321 (qty 2), dreyer lt triflange sz 27 wp, cat#: pm0000748 lot#: 432800, unknown competitor femoral head, unknown competitor femoral stem. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned [discarded] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see all associated reports: 0001822565-2018-03014, 0001822565-2018-03016.

Event description:
It was reported that a patient developed an infection approximately one year post implantation and was revised. The patient underwent revisions and treatment several times as ongoing therapy to treat the infection. Attempts have been made and no further information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by a review of operative notes which states that patient had a severe infection and had undergone a complete revision. During the procedure, it was noted that after fixation with wire cerclages with 16 mm shaft, no stability was noted, therefore again complete removal of the original implant, after the much stronger grip of an 18 mm trial shaft insertion of the 18mm original shaft and is locked distally, insertion of screws with 50 mm and 55 mm. The patient had a recurring infection with sepsis, necrosis, and loosening of the remaining hardware. It was noted that the patient underwent a procedure where mentioned all the implant hardware was removed. The patient had persistent hip infection left with increasing inflammatory parameters and oozing wound in the status after explantation of an individual pelvic partial replacement. Device history record was reviewed and no discrepancies were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.